Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation and the complaint could not be confirmed. However, b. Braun medical inc. (Bbmi) has issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: customer emailed me reporting micro bubbles and their streamline bloodlines. I provided them multiple questions about the incident as well as asking for photos. Waiting a response back from the customer.